Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not sent back to olympus for examination; however, a field service engineer (fse) went onsite and confirmed the reported event due to kinked hose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the endoscope reprocessor displayed a drain alarm indicating that the acecide chamber is not completely empty, but the alarm was ignored. There were no reports of patient involvement.